Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to lead noise was observed. The lead will continue to be monitored. The patient was in stable condition.